Manufacturer narrative:
The lead was inadvertently discarded following the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited oversensed noise resulting in inappropriate anti-tachycardia pacing (atp) and inappropriate shocks. It was also noted that the impedance and sensing measurements had decreased. There was a concern the lead had fractured. Tachy therapy was programmed off and the patient was placed on an external defibrillator prior to a revision procedure. Subsequently, the lead was explanted and successfully replaced. No additional adverse patient effects were reported.